Event description:
New information indicates that initially the patient presented remotely via merlin. Programming changes were made to address post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No further information was received.